Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was over 400 mg/dl. The customer reported that they treated high blood glucose level with the insulin pump. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump had insulin flow block alarm which was resolved by infusion set change. The customer stated that they were unable to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was not confirm whether the automode was active or not on the insulin pump during the high blood glucose level incident.